Event description:
Pt was presented to the interventional lab for stenting of the common bile duct. The vessel was slightly calcified and had an 80% stenosis. The system was properly prepped. The info states that the stent prematurely deployed while being positoned at the lesion. The stent was successfully retrieved, but there is no info as to how the stent was retrieved. The procedure was completed after the physician successfully placed two smart stents in the lesion. There was no adverse consequence to the pt.